Event description:
On (B)(6) 2012, it was reported that the patient experienced blood glucose (bg) >500mg/dl while using an insulin infusion pump. The patient was said to have experienced extreme thirst and tiredness. The reporter stated that the patient delivered corrective insulin via the pump at 3.30pm (bg 350mg/dl) and at 5.30pm (bg > 500mg/dl), then via syringe at 7:30pm (bg 220mg/dl) when the infusion set was removed and the cannula was found to be kinked, and again via pump at 9:30pm (bg 180mg/l). Medical intervention was not required. The pump was reviewed with the patient who confirmed that the settings were correct; the advanced features for bolus calculations were not in use. It was said that the cartridge and infusion set were in place for two days. According to the reporter, the patient admitted to the presence of scar tissue. Connections appeared to be secured, no air bubbles were seen in the tubing or cartridge. There was no report of changes in diet or activity to account for the bg excursion. The insulin in use was determined to be unexpired. According to the reporter, the patient complained that the pump did not alarm when the occlusion occurred (i.e., when the cannula was found to be kinked). The reporter said that the insulin sensitivity setting was on "high." Because the kinked cannula was the likely cause of the bg excursion, the manufacturer of the infusion set was notified of the complaint. This complaint is being reported because, it was alleged that the pump did not deliver an occlusion alarm when the cannula was bent. A claim was made by the patient that the lack of alarm caused the bg elevation.

Manufacturer narrative:
(B)(6). It was reported that the patient failed to remove and inspect the infusion set after two elevated bg readings, as instructed. The reporter noted that the patient claimed that an occlusion alarm should have been delivered. Occlusion detection is based upon the occlusion pressure threshold, and is related to multiple factors including rate of basal delivery, size of bolus delivery, length of time, proper insertion technique, location of the cannula, and individual patient characteristics (scar tissue, muscle, movement, or bending/twisting). Presence of air in the cartridge or infusion set and/or ambient temperature changes can delay an occlusion alarm. The pump has not been returned to animas for evaluation. At this time there is no evidence that the occlusion alarm did not function according to specifications. However, if the pump is returned an investigation will be completed and a supplemental report will be submitted with the findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) device eval: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. The pump passed a 29 flow accuracy test and was found to be delivering within specification. There are no occlusions in the black box or alarm history.a n occlusion was induced and the pump gives the appropriate visual and audible occlusion alarm. No high forces observed in the black box. Daily insulin delivery totals correctly reflected the user's programmed basal rates. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force.